Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that loss of capture was noted on the lv lead. Lead dislodgement was suspected. Reprogramming of the device to exclude lv pacing was performed. The patient is being followed and in good condition.